Manufacturer narrative:
The driver was received at the MFR for eval, but based on the investigation details the reported condition of metal shavings coming out of the device during usage could not be duplicated. However, corrosion was found in the device. The rotor, gear train, bearing, trigger shaft, and driveshaft were serviced, and the device was returned to the customer.

Event description:
It was reported that metal shavings came out of the driver while the equipment was being tested. This did not occur during a surgical procedure. There was no pt involvement. There was no adverse consequences reported as a result of this event.